Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Subsequent to the previously filed report, additional information was received indicating there was no restenosis in or within 5mm of the implanted scaffold. This event has been reported; therefore, it will remain reportable. No investigation required.

Event description:
Subsequent to the previously filed medical device reports, the following information was reported: there was stenosis in the mid left anterior descending coronary artery (lad), there was no restenosis in or within 5mm of the implanted scaffold. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2013 the 3.0 x 18 mm absorb scaffold was implanted in the proximal left anterior descending (lad) coronary artery. The patient had a control angiography on (B)(6) 2017 for unstable angina. The patient's three vessel heart disease was suspected to have progressed. Percutaneous coronary intervention was performed on (B)(6) 2017 in the target vessel. The condition resolved on (B)(6) 2017 and the patient was discharged from the hospital. No additional information was provided.